Event description:
It was reported that a small volume intermate ruptured 5 to 10 minutes after the start of infusion of 100ml fortum. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between january 7, 2013 - january 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a ruptured bladder. Microscopic inspection revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.